Manufacturer narrative:
Product evaluation: the device was returned with the red safety tab removed. There is a kink on the outer shaft approximately 13.6cm from the strain relief. The handle was opened and the pullwire was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use the everflex entrust self expanding stent during procedure to treat calcified lesion in the superficial femoral artery(sfa). There were no issues when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. There was no damage to the deployment mechanism or device handle prior to deployment issues. The lock-pin was removed before deployment. It was reported that there were deployment/partial deployment issues. The outer sheath of stent would not allow stent to be deployed. Thumb became very tough to turn and thread broke inside handle. The procedure was completed by manipulating the outer sheath and deploying the stent. The stent was deployed. No vessel damage occurred. No patient injury.